Event description:
It was reported that during a wisdom tooth removal, the bur guard melted against the hand piece. There was no pt or user injury reported as a result.

Manufacturer narrative:
The hand piece and bur guard were received at the MFR for testing and the alleged condition of the bur guard melting onto the handpiece was confirmed. The hand piece passed the quality inspection procedure according to specification. The bur guard can melt if it is pushed up onto the hand piece. When this happens the nose cone comes into contact with the bur guard and the friction can melt the bur guard.